Event description:
The patient's device reportedly migrated due to head trauma. On (B)(6) 2013, the pt had the implant site aspirated due to swelling. On (B)(6) 2013, the patient was prescribed antibiotics (type unk) due to reported internal bleeding at the implant site. The patient's device was explanted.